Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s caregiver experienced difficulty attaching the infusion set connector during a routine supply change, despite rewinding the pump, which was resolved by replacing both the cartridge and the connector and completing the supply change with guidance; insulin delivery was resumed. Symptoms included no adverse clinical effects reported. Outcomes included restoration of insulin delivery without escalation of care. Investigation included customer service troubleshooting and verification that supply replacement restored function. Investigation of this case revealed a failure to connect the infusion set that was resolved by replacing disposables, consistent with a use or component interface issue, with no pump malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was likely user interaction with disposable components.